Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2021).

Event description:
It was reported that three years six months post port placement, a small balloon swelling was noted over the tunnel. It was further reported that the catheter was broken and leaked. There was no reported patient injury.

Event description:
It was reported that three years six months post port placement, a small ballooning was noted over the tunnel. It was further reported that the catheter was broken and leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter and one cath-lock was returned for evaluation. Functional, gross visual, tactile, dimensional and microscopic visual evaluations were performed. In addition to the returned physical sample, two electronic images and one photo was provided for review. A partial compound break was noted on the attached catheter approximately 2.1cm from the port body and a complete circumferential break was noted at the distal end of the catheter. The edges of the partial compound break on the attached catheter were noted to be jagged and the edges of the complete circumferential break were noted to be uneven. Upon infusion, leaks were observed from the partial compound break on the catheter. Therefore the investigation is confirmed for the reported catheter break and fluid leak issues and the photo and image review also confirms the same. However the investigation is inconclusive for the reported material protrusion and stretched issues as the exact circumstances at the time of the reported event was unknown and cannot verified from the provided photo. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.